Event description:
It was reported that a critical alarm was heard and confirmed by telemetry. The patient heard the pump alarm on the date of the report; approximately 2 hours prior. It was noted that the pump was ¿close to eri (elective replacement indicator) anyway¿. The event logs were accessed and reviewed, which revealed the low battery reset, and safe state occurred (B)(6) 2014. The pump was previously refilled on (B)(6) 2014. Per the physician¿s order, the reporter programmed the pump back to 3000 ug/ml at 400 ug/day, which was reportedly half of what the patient was getting. It was also noted that the patient had sudden itb (intrathecal baclofen) withdrawal symptoms which began approximately 2 to 2.5 days prior to the date of the report. Troubleshooting and programming the pump to minimum rate mode was discussed with the reporter. The pump was being used to deliver baclofen (compounded). It was further reported that the patient went to the ER (emergency room) over the weekend for what was reported as "the pump started a new and different beep" (as previously reported). The pump was evaluated by a manufacturer¿s representative and was in safe mode, and eri (elective replacement indicator) was in 3 months. The patient¿s previously reported withdrawal symptoms were specified as sweaty, tight, and pain in legs. The drug in the pump at the time of the event was baclofen (compounded) 3000 mcg/ml at 800 mcg/day; additionally, the patient was taking oral baclofen at 20 mg up to 2 to 4 times per day. The patient was admitted and received IV (intravenous) hydration, oral baclofen, and diazepam. The patient was stabilized, then the pump was explanted and replaced on (B)(6) 2014. The catheter (at t10 tip placement) was not revised; it was aspirated and there was very good csf (cerebral spinal fluid) flow. It was noted that the patient knew that pump explant was planned before the 3 months were over, at their request. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).